Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a warning that indicated the ICD could not charge in the maximum allowed time.